Manufacturer narrative:
(B)(4). Concomitant products: guide wire: prowater; guide catheter: 8f ebu 3.5; other: 6f guidezilla. The device was returned for analysis. The reported difficulty to remove was able to be confirmed. The reported difficulty to position was unable to be replicated in a testing environment due to the condition of the device. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to position or difficult to remove from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an occluded right coronary artery. A non-abbott guiding catheter was advanced to the lesion along with a prowater guide wire. A non-abbott crossing catheter was advanced and the lesion was lasered. Pre-dilatation was performed with an unspecified balloon catheter. A 3.0 x 38 mm xience alpine was advanced but it could not cross the lesion due to the anatomy. Pre-dilatation was performed with another non-abbott balloon catheter. A non-abbott guide liner was advanced to the lesion; however, when advancing a 2.5 x 38 mm xience alpine through the non-abbott guideliner, there was resistance felt and the two devices became stuck. The whole system was removed as a single unit. The procedure was completed with another guideliner and a same size xience alpine was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.